Manufacturer narrative:
Initial reporter email: (B)(6). The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported "a new diagnosis of bia-alcl in a patient who had an allergan anatomical textured implant". Histopathological markers cd30+ and alk- have not been received. Side has not been specified. The status of device is unknown.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional later reported capsular contracture baker grade iii and seroma. Histopathological markers cd30+ and alk- have been received and confirmed. This is for the left side. Device has been explanted.